Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, a patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the insertion of the 26mm commander delivery system and 26mm s3 ultra valve through the 14f esheath, a higher push force than usual was recognized by the physician. Under fluoroscopy, the physician could see that the delivery system with the valve was stuck inside the esheath. The valve damaged the esheath when passing through; therefore, the physician removed/retrieved the esheath with the commander system as one unit out of the vessel. After removing the esheath, the physician could see that the blue part and the liner were damaged. Also, a frame strut of the valve appeared to be bent. No vessel injury occurred. A second 26mm sapien 3 ultra kit was prepared. Valve implantation was successful. No patient injury. Physician stated that the access vessel was quite tortuous.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was returned with delivery system and sheath. The valve was crimped on the delivery system, partially inserted through the sheath and exposed through the sheath liner. During visual inspection, gouges on the flex tip were noted. Minor compression on flex tip. One bent strut of the valve frame was observed. All the struts were exposed through the skirt, normal after crimping and use. The valve was expanded and one strut was still bent at the inflow. The frame of the valve was deformed/canted. All struts remained exposed through the skirt. The valve appeared to be wrinkled and dehydrated, likely due to storage condition during the return handling process. No functional testing was able to be performed due to the condition of the returned device. Additionally, no dimensional inspection was able to be performed due to device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and reveal no other complaints relating to the complaint codes. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and one strut was observed bent outward at the inflow. The crimped valve could be seen exposed through the sheath liner. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action / preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. The frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during the insertion of the 26mm commander delivery system (with the on-crimped 26mm s3 ultra valve) through the 14f esheath, higher pushforce than usual was recognized by the physician. Under fluoroscopy, the physician could see that the delivery system with the valve, got stuck inside the esheath and the esheath was kinked between the white stiff part and the flexible blue part. It was also seen that the valve damaged the esheath when passing through. Therefore, the physician removed/retrieved the esheath with the commander system as one unit out of the vessel. After removing the esheath, the physician could see that the blue part and the liner were damaged. Also, a frame strut of the valve appeared to be bent' and 'physician states that the access vessel was quite tortuous'. The presence of tortuosity in the access vessels can create a challenging pathway during delivery system insertion through the sheath, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that the valve strut caught within the sheath during the delivery system insertion. Additional force was likely applied as indicated by the gouges and compression on the flex tip. This could have resulted in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02072. Investigation is ongoing.